Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a power source alert. Reportedly, the alert cleared after the customer performed self-troubleshooting. The customer reverted to an alternate method of insulin therapy. There was no reported impact to customer's blood glucose level.